Event description:
The microcatheter subject device was returned for analysis and there was an unknown material (possibly some sort of the subject catheter tubing like ptfe (polytetrafluoroethylene)) present on the stent. The microcatheter subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject catheter was returned with the stent deployed within the lumen at the proximal end. The catheter was noted to be cut (cut by operator). The stent was located at the proximal end of the subject microcatheter. There was an unknown material (possibly some sort of tubing like ptfe(polytetrafluoroethylene)) present on the stent. There were no other anomalies noted to the device. During a functional inspection, a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.0158" patency mandrel was able to be advanced through the microcatheter, friction was noted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that significant resistance was encountered during the delivery process, the physician managed to advance the stent into the subject microcatheter after multiple attempts. However, the resistance persisted while pushing the stent within the microcatheter, and the issue remained unresolved despite repeated attempts. The physician then withdrew the stent and microcatheter system and attempted to retract the stent, intending to complete the procedure using the same microcatheter. Nevertheless, the resistance during stent retraction remained high. Based on a review of all available information and the analysis of the returned device it is probable that the subject catheter was damaged during manipulation of the device during the procedure when transferring the stent. It is probable that there may have been movement of the stent introducer sheath during the transfer attempt, causing the stent to deploy prematurely. An assignable cause of procedural factors will be assigned to the as reported 'device problem unknown/unclear' as well as the as analyzed 'catheter shaft friction', 'catheter shaft blocked/occluded' and 'catheter ptfe inner lining peeling' as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.